Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Although the customer had experienced the malfunction previously, the technical support team assisted in resetting the pump and provided instructions for a software update to prevent future occurrences. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump. The customer understood and agreed to contact support if the issue happened again.